Event description:
A malfunction was reported on the customer's pump, specifically with malfunction code malf 3, and the issue did not cause any adverse impact to the customer's blood glucose level. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support advised that the customer would receive a replacement pump with updated software.